Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 300-400 mg/dl and insulin injections were administered. Customer reverted to using manual injection for insulin therapy and bg was within target. Contact alleged the pump was the cause of the event. As the event occurred in the past, the cause could not be confirmed.